Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation that this lead was not capturing could not be confirmed. The complete lead was returned and it passed all testing. No further analysis was performed and the lead met specification.

Event description:
Boston scientific received information that this right atrial (ra) lead was not capturing. There was normal sensing and impedances measurements and isometrics for noise were negative. The patient was asymptomatic and there were no reports of asystole. Surgical intervention was performed and the ra lead was explanted and taken out of service. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.